Event description:
A report was received that the patient underwent a lead revision procedure wherein the physician found out that half of the contacts were separated from the paddle lead. The paddle lead was explanted and replaced with a non-bsc product.

Event description:
A report was received that the patient underwent a lead revision procedure wherein the physician found out that half of the contacts were separated from the paddle lead. The paddle lead was explanted and replaced with a non-bsc product.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.